Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (B)(6) - no consequences or impact to patient; break, iol. Evaluation method: lens work order search. Results: visual inspection of the returned product found a piece of plate haptic is torn off. There are tears on the optic and other plate haptic. Lens was returned in liquid. It should be noted that the injector and cartridge were not returned for evaluation. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions - (no conclusion can be drawn). Based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(6).

Event description:
The reporter stated the surgeon inserted a cc4204a collamer single piece lens in the patient's left eye. A nick/tear was observed on the lens after insertion into the eye. The lens was removed with no patient injury. Cause of lens lens tear is unknown.